Event description:
Medtronic received info that this bioprosthetic mitral valve was abandoned prior to implant due to a broken ratcheting suture on the cinching holder mechanism. The valve was not used, and there was no pt involvement with the event.

Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: the device history record for this device was reviewed and no issues were shown that would have impacted this event. The analysis of the device shows that the event was caused by over-ratcheting the cinching sutures. Conclusion: device failure attributed to user interface. Although the product did not cause or contribute to a death or serious injury, info obtained in 2008 indicates that the malfunction meets the reportable malfunction requirements stipulated. Consequently, this MDR is being submitted in accordance with regulation. Medtronic continues to monitor field performance to defect similar events.